Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 500 to 600 mg/dl and high levels of ketones. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.